Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0205580324, implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the statement of "they had to exhaust him" meant that the patient was intubated for a short while. It was reported that if a back table prime is the 12 minutes bolus to fill the inner tube system before implantation, then there was no back table prime performed. It was reported that it is possible that the cause of the overdose was the bridge bolus because of the bad backflow from liquor. It was reported that they programmed a bridge bolus for the internal tube and catheter, but the catheter was not fully lined with liquor, so it is possible "(worst case)" that the patient received about 380 mcg lioresal as a bolus. It was reported that the patient is now at home and they are content and happy with the original dose of baclofen like before the replacement. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml at 209.9 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient's pump was replaced on (B)(6) 2018 and the doctor programmed the priming bolus for the catheter and the inner tube, but the backflow of the "liquor" was less. It was reported that after surgery the patient became somnolence at 18 o'clock and they couldn't awake him. It was reported that the patient was given naloxone and anexate (is used to reverse the effect of benzodiazepine and morphine). It was reported that they have to monitor the patient and to aspirate. The patient couldn't open his eyes, the pupils were maximal wide and not round, he had pupillary reflex. The patient was more alert with the medication. He had a lot of "secretion", they had to "exhaust" him, and the oxygenation was bad again and again and he vomited once. The dose of the pump was 210mcg/24h and they reduced the dose to 180 mcg/24h (minus 15%). After 22 o'clock they sent the patient to the university hospital (B)(6) for a computed tomography (CT) and for monitoring. There were no additional interventions or actions taken to resolve the issue. It was reported that it was unknown if the issue was resolved at the time of this report. It was reported that no surgical intervention was performed and that none was planned. The patient status at the time of the report was alive-no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0205580324, implanted: (B)(6) 2012, product type: catheter. Product ID: 8780, lot# 0205580324, implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no part of the catheter was removed/explanted. It was reported that the reason for the bad backflow of liquor was not determined. It was reported that it was determined that there was no catheter issue. It was further noted that the patient became a bolus of 0.336ml, this includes the inner tube volume of 0.14ml and the catheter volume of 0.196ml after connection the pump to the catheter (and to the patient). It was reported that the reason that the CT scanned was performed was that the doctors in the university hospital didn't know about the baclofen bolus and they wanted to exlude a brain bleeding or an infarct. It was requested if the patient response was due to the medications associated with surgery/anesthesia or were they due to a baclofen bolus and information received reported that the patient showed no reaction to anexate and narcan. They wanted to exclude an overdosage of the medications from the anesthesia. No further complications were reported and/or anticipated.